Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for evaluation.

Event description:
The customer reported iron was infusing via an alaris pump. The nurse noted the tubing had ballooned out. There was no report of patient or medical intervention. No further patient or event info was provided.